Event description:
It was reported that the physician was concerned about undersensing. Technical services was consulted and it was determined that the patient had a cardiac contractility modulation device that produced a signal that was oversensing on the ra channel. The oversensing was causing inappropriate rythmiq events. The patient experienced a slower heart rate associated with false positive rythmiq. The plan is to turn off the rythmiq feature. Currently, the product remains in service and no additional adverse patient effects were reported.